Event description:
Allegedly broken plate and screw lead to non-union. The plate was broken near the flange where screw engages the locking screw. Orig. Surg. 8 months ago. Revised 2 months ago. Normal activity level.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01706, 01707, 01708, 01709.